Manufacturer narrative:
One (1) mntr f/a screw 3.5x16 (product code: 1883-18-316, lot no: atgb3b) was returned to the complaint handling unit (chu) for evaluation. Visual examination of the returned screw revealed notable signs of wear and the threads on the screw are damaged; with the threads significantly torn-off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. With the information provided, a definitive root cause for torn threads on the screw cannot be determined. However, possible root cause of torn threads may be due to incorrect component positioning or inadequate thread engagement of the set screw into the screw head and inadvertent cross threading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant a mountaineer to the c3-c7 was performed on (B)(6) 2016. During the surgery, when the surgeon was performing the last fixation of the inner set screw of the crosslink with the reported torque driver shaft after implanting a lateral mass screw and a rod, he heard a clicking sound and the feeling of screwing was gone. Then the inner set screw got caved into the screw head and broke the thread in the screw head. The screw was caved in too deeply to the extent that it had produced silver dust. The surgery was successfully completed with a 10 minutes delay. There were no patient injury / consequences. The sales rep inferred that, because the surgeon was able to use the reported torque driver shaft after the event, the cause of this event is possibly either cross-threaded or head-spread.